Manufacturer narrative:
Findings: unit received with blank display and constant vibrating to cracked lcd controller. Unable to perform functional testing including selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to display anomaly. Unit received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call, the insulin pump had blank display and it was vibrating with red light. Customer's blood glucose was 8.7 mmol/l. Customer was skating and they fell on the insulin pump. Customer's mother had removed the battery and inserted a new one but the display remained blank and the light was no longer blinking. Customer's mother was advised to return the insulin pump for analysis. The insulin pump is returning for analysis.